Manufacturer narrative:
As received, the device was in backup mode and the battery at end of life (eol) level. Analysis of the device image indicated that backup mode was triggered post explant and resulted from low battery condition. The device image also indicated that autocapture was enabled and the device was operating in high output mode (hom) at times, which is consistent with the false elective replacement indicator (eri) flag and remaining longevity after the follow up visit. Assessment of devices longevity indicated that the total longevity was met but eri to eol interval was less than expected. Further analysis was performed by cutting open the device to make direct measurements on the internal circuitry, which revealed high current drain from the hybrid circuitry. Additional hybrid testing concluded that c6 capacitor was the cause of high current drain, which resulted in shortened eri to eol interval. The reported event of premature battery depletion was confirmed.

Event description:
During a follow-up in clinic, the device could not be interrogated and was pacing inadequately. Premature battery depletion was suspected. The patient was admitted to the hospital for device replacement, and during the hospital stay the patient had fallen due to an asystole episode. A temporary pacer was used until the device could be replaced. The device was explanted and replaced, and the patient was stable following the procedure.